Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defects or deficiencies that would contribute to the reported high blood glucose levels or a failure of the pod¿s ability to deliver insulin. No problem was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels increased to 14.7 mmol/l (265 mg/dl) at 2:00 am with a ketone level of 2.8 mmol/l. A correction bolus of 1 unit of insulin was administered using the pod and at 4:00 am the patient's bg levels were 14.6 mmol/l (263 mg/dl) with a ketone level of 3.2 mmol/l. As the patient's bg levels did not decrease a manual insulin injection of 4.5 units was administered to treat the hyperglycemia. The patient's bg levels reduced to 7.3 mmol/l (132 mg/dl), however, her ketone levels were 4.8 mmol/l. The patient began vomiting and was brought to the hospital where she was treated with infusion therapy and her bg's monitored. A new pod was also applied.